Event description:
Rt identified that new tracheostomy balloon was losing air and creating an air leak. Thoracic surgery who had initially performed the tracheostomy asked to come and evaluate the trach. Indeed, air loss was present, and the trach was changed out to a new one. Within 5min rt identified that this balloon was losing air also and thoracic surgery asked to come back to bedside to reevaluate. Again and air leak found to be present and trach changed out a second time. Rt states that he has seen this same scenario with the new trachs. Quickly identified by rt, evaluated by ICU attending and thoracic fellow and attending on scene with no adverse effect to patient.